Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.3ml 31g 6mm s/c u-100 relion experienced the thumb press was broken. The following information was provided by the initial reporter: consumer returned call, stated that the thumb press was broken off of one syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary customer returned (1) loose 0.3ml insulin syringe from lot# 2076365. The customer reported that the thumb press was broken off of one syringe and was loose inside of the box. The sample was examined, and it was observed that the plunger rod was broken nearest the thumb press, and the plunger cap was crushed. A review of the device history record was completed for batch# 2076365. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (plunger rod broken, plunger cap crushed). A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd syringe 0.3ml 31g 6mm s/c u-100 relion experienced the thumb press was broken. The following information was provided by the initial reporter: consumer returned call, stated that the thumb press was broken off of one syringe.